Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 70 mmol/l . It was reported that the insulin pump may have under deliver the insulin. It was reported that the customer had fainted on the floor, her feet were blue and her boyfriend found her. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. It was reported that the customer had current blood glucose levels of 9.4 mmol/l. It was reported that the customer was treated with intravenous drip to lower the blood glucose levels. The customer was wearing the insulin pump during the hospitalization. It was reported that when customer arrived at the hospital, the doctor had inserted intervenes in both arms, feet and in the neck. It was reported that the customer took five days to lower the blood glucose levels at the hospital. It was reported that the customer had water inside the lungs. Troubleshooting was performed but was not completed during the call. The insulin pump will not be returned for analysis.